Manufacturer narrative:
Additional narrative: aso/manufacturer reached out to consumer/end-user on multiple occasion to request samples of the remaining device/product by return mail for investigation and testing; to date no returns of the remaining product have been provided. Retains from the lot reported by the customer were tested with no issues reported. Additional narrative: package labeling indicates that the product has a super strength adhesive; not intended for use on delicate or sensitive skin. (B)(4).

Event description:
(B)(6) 2015 - consumer/end-user reported that after using the bandage a rash occurred resulting in an outlining of the shape of the bandage. The rash became swollen, and is hot to touch; thick, itchy, and the rash is as big as the bandage itself. End-user sought medical attention by a dermatologist.